Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to confirm motor error alarm due to compromised force sensor system alarm. Motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.